Manufacturer narrative:
Plant investigation: although the sample was reported to be available, the manufacturer determined a physical evaluation is not required for this case in order to confirm the reported issue. Furthermore, retention sample analysis was not performed, due to the small number of samples available and the high unlikelihood of failure detection due to 100% batch testing (via bubble-point and air testing during sterilization). A batch records review was performed. 55,872 products were inspected from this lot by protocol and found to be conforming to specifications. No indication for any relationship with the reported failure mode was identified.

Event description:
A user facility nurse reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 3 hours and 56 minutes after treatment initiation. The fibers within the dialyzer ruptured. Treatment was discontinued. The patient's blood was reinfused. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury occurred. No medical intervention was required. The sample was reported to be available to be returned to the manufacturer for physical evaluation.